Manufacturer narrative:
The field service engineer (fse) found an issue with the analyzer¿s photomultiplier high voltage range. The fse performed an adjustment and ran cell blank calibration. The system was reset and initialized with no errors. All recommended testing was successfully completed. The customer ran calibration and qc with no issues. The system was verified. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 0.136 iu/ml. This result was reported outside of the laboratory where it was questioned by the patient. The sample was repeated with a result of 179.8 iu/ml. This result was believed to be correct. The hcg + b reagent lot number and expiration date were not provided.